Manufacturer narrative:
(B)(4). The home patient forgot to close the transfer set after disconnecting from therapy, which resulted in a leak through the transfer set. The instructions listed in the patient at home guide for the homechoice device state on page 12-6 to close the transfer set when ending therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) disconnected from the homechoice (hc) machine, forgot to close off the transfer set and fluid leaked out after therapy. The technical service representative (tsr) explained. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The 510(k) number will not be provided in the MDR as the product code and lot number are unknown. If additional relevant information becomes available, then a follow-up MDR will be submitted.